Event description:
The md attempted to utilize the embolx sniper occlusion microcatheter. The md attempted to use 4 different balloons, which ruptured either during prep or in the patient. The catheters were all removed with no reported harm to the patient. The rep [representative] was on site and has taken to defective balloons back for evaluation. Lot numbers emx112124-02 (x 2); emx122024-01; emx070725-01. Manufacturer response for vascular infusion catheter with balloon occlusion, dual lumen, straight tip, 130cm sniper infusion catheter with balloon occlusion, dual lumen, straight tip (per site reporter).